Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety mechanism of a 20 g x .32 mm bd venflon pro safety peripheral safety IV catheter did not work properly post use. This was noticed as the user was placing the device in the sharps container. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: one used sample and one photo were returned for evaluation. A visual inspection of the used device revealed that the safety mechanism was engaged, the tether was attached between the needle hub and needle cap, and the needle tip was not covered by the needle cap. The tether length of the used sample was compared to the tether length of a retention sample of the same lot number and no difference in the tether lengths were observed. The diameter of the needle cap was measured and oversized dimensions were not seen. The needle's length and diameter were also measured and the dimensions were within specification. A microscopic inspection revealed a protrusion of material of approximately 1 mm in the channel hole at the tip location where the needle was found detached. The needle insertion process was reviewed and it was determined that the protruded material was not caused by the needle insertion process. A simulated use test of a retained unit from the reported lot # 6202422 revealed that if the needle is bent downward during withdrawal, the needle could detach from the needle cap. A photo of the affected device showed that the needle tip was outside of the safety mechanism. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6202422. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. Conclusion: an absolute root cause for this incident cannot be determined. However, our quality engineer notes that the most likely cause of the reported defect is that the needle was bent during withdrawal.